Event description:
I was called in for a shunt surgery yesterday at about 6pm. This procedure was actually a revision (original surgery (B)(6) 2015) due to the patient experiencing a subdural hematoma that the neurosurgeon felt he shouldn't wait to see subside after reprogramming the patient's already implanted valve (chpv 82-3162) to a higher (160mm h2o) setting. So, as the surgery began, the neurosurgeon first 'suctioned out' the subdural and then implanted a new chpv (82-3162). The surgery went fine and the patient seems to be doing fine. I asked the staff if I could take the valve with me, in order to send it in and have it checked out, but they said the valve had to go first to one of their departments as a rule. They will try to get it to me afterwards.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was initially reported that the device would be available for evaluation. It was later communicated that the device would not be returned. Therefore, no evaluation of the device could be performed. Additionally, no lot number information was provided. A review of manufacturing records could not be performed. If at some point the product and/ or lot information becomes available, the complaint will be reopened. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered closed. Not evaluated reason: device not returned.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 150mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3162, with lot cpkcg6, conformed to the specifications when released to stock on the (B)(4) 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 150mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3162, with lot cpkcg6, conformed to the specifications when released to stock on the (B)(4) 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.